Event description:
It was reported that there was intermittent atrial sensing and a possible lead fracture. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 implantable tachy lead, (B)(6) 2005; 419378 implantable pacing lead, (B)(6) 2006. (B)(4).